Event description:
When attempting to start patient's IV, rn was able to get a blood return but unable to advance the 22 gauge IV catheter. When attempting to advance the catheter forward the plastic of the catheter was visibly bending in the patient's vein. This has happened multiple times on multiple patients. Once a different lot number was used the catheter advanced fine and we were able to start the patient's IV. Multiple catheters were attempted out of this box and all had the same result.